Event description:
It was reported that poor gel separation was observed in the bd vacutainer® sst¿ blood collection tubes during use, both in the send-out centrifuge and the lab's chemistry centrifuge. All tubes were sent to the hospital lab via a pneumatic tube system, where they sat for a minimum of "30 min" in an upright position, were checked for clots, then spun on a swing bucket centrifuge. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "incomplete gel separation was observed. 4 incidences - occurred in both send-out centrifuge and the lab's chemistry centrifuge. Tubes were spun in either send out centrifuge or chemistry centrifuge. Both centrifuges were set to the correct speed and time. All tubes sat for a min of 30 min in an upright position before spun. All tubes, gel failed to migrate appropriately. (No complete gel barrier between cells and serum)." ¿ was the tube mixed properly after the collection? Yes, tube was collected by an experienced phlebotomist who mixed the samples properly after collection. ¿ was fibrin present in the serum? No ¿ when was the calibration of the centrifuge last checked? (B)(6) 2019 (annual) ¿ what type of centrifuge was used- fixed angle or swing bucket? Swing bucket ¿ were the centrifuge sleeves balanced to assure proper performance? Yes ¿ is the centrifuge temperature controlled? If so, to what temperature is it set? No ¿ what did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? No complete barrier, the gel failed to migrate completely through the red cells. ¿ are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Tube was sent through the hospital by pneumatic tube system to lab. ¿ are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes, our storeroom meets these specifications. ¿ does the patient have abnormally high protein levels (protein disorder)? No, tp run that day (as part of a complete chem panel) was below the normal reference range. ¿ what was storage conditions? Where they stored in refrigerator prior to use? No, sample was collected, sent down to lab, sat for 30 minutes, checked for clot formation and then spun in our centrifuge. Specimen was never refrigerated.

Manufacturer narrative:
H.6. Investigation: bd received 12 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor gel separation was observed in the bd vacutainer® sst¿ blood collection tubes during use, both in the send-out centrifuge and the lab's chemistry centrifuge. All tubes were sent to the hospital lab via a pneumatic tube system, where they sat for a minimum of "30 min" in an upright position, were checked for clots, then spun on a swing bucket centrifuge. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "incomplete gel separation was observed. 4 incidences - occurred in both send-out centrifuge and the lab's chemistry centrifuge. Tubes were spun in either send out centrifuge or chemistry centrifuge. Both centrifuges were set to the correct speed and time. All tubes sat for a min of 30 min in an upright position before spun. All tubes, gel failed to migrate appropriately. (No complete gel barrier between cells and serum)." Was the tube mixed properly after the collection? Yes, tube was collected by an experienced phlebotomist who mixed the samples properly after collection. Was fibrin present in the serum? No. When was the calibration of the centrifuge last checked? Sept 2019 (annual). What type of centrifuge was used- fixed angle or swing bucket? Swing bucket were the centrifuge sleeves balanced to assure proper performance? Yes. Is the centrifuge temperature controlled? If so, to what temperature is it set? No. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? No complete barrier, the gel failed to migrate completely through the red cells. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Tube was sent through the hospital by pneumatic tube system to lab. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes, our storeroom meets these specifications. Does the patient have abnormally high protein levels (protein disorder)? No, tp run that day (as part of a complete chem panel) was below the normal reference range. What was storage conditions? Where they stored in refrigerator prior to use? No, sample was collected, sent down to lab, sat for 30 minutes, checked for clot formation and then spun in our centrifuge. Specimen was never refrigerated.